Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for unrelated issues. The database showed no quality notifications were opened for the source device. Based on the file review global reportability assessment is not necessary. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 08sep2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
01/26/2018 11:38:03 (B)(6). Po for $(B)(6) approved by (B)(6). Shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. Npi 02/07/2018 08:45:28 (B)(6). Est mnr to mjr 02/14/2018 09:44:11 (B)(6). Updated from mnr to mjr for the major repair needed per (B)(6), service tech. Repair approved by (B)(6) for $(B)(6). No change to the po#. 02/15/2018 12:50:36 (B)(6). Unit recieved as 9.19.1.2 software. 02/16/2018 08:55:11 (B)(6). 1z9791540272287441.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for unrelated issues. The database showed no quality notifications were opened for the source device. Based on the file review global reportability assessment is not necessary. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 08sep2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).